Event description:
Same case as MDR #6000093-2006-01676 and 600093-2006-01677. It was reported that following a coronary drug eluting stenting treatment procedure, the patient experienced hives. The patient had three taxus express2 drug eluting stents of unknown size implanted in an uspecified vessel in 2006. It was reported that hives started right after the stents were placed. The nurse reported this event, but declined any additional information and stated that she did not want to be contacted regarding this event.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the patient, therefore no analysis could be performed. Because the batch number for this complaint is unknown, the shop floor paperwork could not be examined. The cause of the difficulties experienced during the procedure could not be determined.